Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage. Visual inspection: the fibulink syndesmosis repair kit/ss (p/n: fgs-1000, lot #: unk) was returned and received at us cq. Upon visual inspection, it was observed that only the tibia screwdriver assembly (sa-1000-06), tensioning knob (sa-1000-04) and 3mm/4mm cannulated step drill bit (pn-1000-11) from the kit were returned. The distal tip of the 3mm/4mm cannulated step drill bit (pn-1000-11) was broken and only the broken tip of the drill bit was returned. No other issue were observed with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review : since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed the complaint was confirmed. The devices of the kit received were broken. Hence confirming the allegation. Investigation conclusion : the complaint condition was confirmed for the fibulink syndesmosis repair kit/ss (p/n: fgs-1000, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the broken devices could be due to unintended forces applied to the devices. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number:fgs-1000, lot number: unk. DHR cannot be performed due to unknown lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, when the surgeon was drilling with the stepped 3mm/4mm drill bit, the drill bit broke in half, leaving part of the drill bit stuck in the distal tibia and a small bit of the drill bit in the syndesmosis. After questioning how to get the broken drill bit out, the doctor was able to separate the fibula and tibia enough to use a snap and grab a piece of the broken drill big and was able to slide the drill bit back out laterally through the fibula. There was a surgical delay of twenty (20) minutes. Fragments were generated. Additional x-rays were needed along with additionally having to dissect more soft tissue than was needed without the broken drill bit. The procedure was completed successfully. There was no patient consequence. This report is for one (1) fibulink syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).